Event description:
It was reported that prior to starting a da vinci s surgical procedure a wire on the pk dissecting forceps instrument was frayed. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a frayed wire. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis or other cables; however, scratches on the surface of the distal pulley were found. Electrical continuity test passed. Engineering also found the instrument tip was bent. One grip was bent, causing side to side misalignment of grips. There was a .066 offset at the tips, indicating overloading at the tip. Damage likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.